Event description:
It was reported that the patient has deceased. The reported causes of death were congestive heart failure and infection. The infection was unrelated to the patient's implantable cardioverter defibrillator (ICD) system. There was no allegation from a health care professional that suggests that the death was device related.